Manufacturer narrative:
Updates: device code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer's representative on 2018-dec-27: patient had lost weight and the lead and battery were superficial. Patient weight was (B)(6) as of (B)(6) 2018. On 2019-mar-15 the rep reported that the pocket revision took place (B)(6) 2018. On 2019-apr-11 the rep clarified that the lead was not revised on (B)(6) 2018, only the pocket/ins. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient lost a bunch of weight and the battery was uncomfortable. Stated she could feel the lead tail. Surgical intervention planned on (B)(6) 2018. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1f8px, implanted: (B)(6) 2017, product type: lead. Ubd: 2021-03-06, UDI: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (B)(6) 2019. It was reported that the patient had lost some weight and the lead was poking out. On (B)(6) 2019 the rep clarified details with the patient: patient had a pocket revision (B)(6) 2018 after patient had lost significant weight and her lead was poking out where she could feel the lead under the skin on the back at site of needle insertion. The pocket revision fixed the lead issue. The lead issue has been resolved. No further patient complications are anticipated or expected as a result of this event.